Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter with a thermocool smart touch bidirectional catheter where a small hole was found on the surface of the pebax. During the procedure, after withdrawing the device from the patient¿s body, the physician noticed a small piece of plastic just proximal to the distal electrode on the catheter. A closer inspection of the catheter found that there was in fact a small hole in the surface of the pebax. The catheter was exchanged for a new one, and the case continued without patient consequence. A procedure delay of 10 minutes was reported. It is unknown if the reported damaged resulted in any exposed wires. No lifted or sharp rings were reported, and no resistance was encountered during insertion or removal of the catheter. The device was not pre-shaped. What sheath was in use is unknown.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial flutter with a thermocool smart touch bidirectional catheter where a small hole was found on the surface of the pebax. The returned device was visually inspected, and superficial damage was found on the pebax surface. However, no holes or fibers were found. Per the observed condition, scanning electron microscopy was performed. The results confirmed the scratch, but the catheter integrity remained intact. It is possible that the scratch was caused by contact with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/5/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).